Event description:
During a low anterior resection procedure, the device would not close completely. After finally closing and firing, the device cut but did not staple. The procedure was completed by hand-suturing. There was no patient consequence.